Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was removed and replaced for a shorter length lens due to excessive vault. The problem was resolved. Cause of the event was reported as the device.